Event description:
Missing sector of the 3d navigation probe. Probe unit for navigation defect this event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the electrical cable broken. Based on the result, we concluded that it was caused due to an excessive force applied on the electrical cable.